Event description:
It was reported that the patient developed an infection at her infusion site after she began changing the site every three days instead of every two days. The patient was lanced to remove the infection and prescribed antibiotics. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.